Manufacturer narrative:
Additional information was received reporting that the 2nd valve caused a delayed occlusion. Per the physician, the cause of death was a myocardial infarction due to cutting off blood flow to the left main trunk .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valves remain in the patient; therefore no product analysis can be performed on either valve. The delivery catheter system (dcs) was discarded by the account. Imaging from the case was not made available to medtronic. The reported event indicates that, after the valve was implanted, the tip of the dcs caught on the valve during removal, causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; therefore the root cause of the dislodgement event cannot be confirmed. Conduction disturbances, such as EKG/ECG changes, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of this conduction disturbance could not be determined. Per the IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A conclusive cause of the coronary occlusion could not be determined from the limited information available, however it was reported from the implanting physician that the second valve caused a delayed occlusion. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The reported occlusion may have been a contributing cause of the hypotension. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The reported occlusion was a likely contributing cause. Extracorporeal membrane oxygenation (ECMO) was started but it was determined the patient would not survive an open-heart procedure. The patient was ultimately taken off circulatory support and died. The cause of death was reported as myocardial infarction due to cutting off blood flow to the left main trunk. It was unknown if an autopsy or explant was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. A device history record (DHR) review is not required for the first valve, or the dcs as the product event does not indicate a potential manufacturing issue. Review of the device history record for the second valve implanted, found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4) , ubd: 02-apr-2023, UDI#: (B)(4) ; product ID: evproplus-26us, serial/lot #: (B)(4) , ubd: 03-nov-2022, UDI#: (B)(4) product analysis: the valves remain implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted using cusp overlap. While at 80% deployment, the valve was 1 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). The valve was skewed towards the inner curve of the aorta. The valve was deployed slowly. Upon release of the valve, the delivery catheter system (dcs) paddle pockets came into the outflow of the valve. The non-medtronic wire was pulled back to center the nose cone of the dcs. While withdrawing the dcs, it appeared that the dcs was skewed towards the inner curve and the outflow crown became hooked resulting in a dislodge. It was noted that the valve dislodged without much resistance. The valve remained just below the sinotubular junction (stj) and the patient was stable. A snare was attempted to pull the valve above the stj to allow for a second valve to implanted. The physician was able to snare the inner curve paddle of the valve but the valve would not move. The snare attempts were ultimately unsuccessful. The patient was intubated and prepared to be put on extracorporeal membrane oxygenation (ECMO). Hypotension occurred and it was decided to deploy a second valve to 80% and evaluate the blood flow to the left main coronary artery. At 80% deployment, the flow appeared patent and the valve was fully released. Angiogram revealed good flow to the left main coronary artery. The patient¿s blood pressure began to rise. Ten minutes following the implant of the second valve, the patient became hypotensive and had st elevation. A second angiogram revealed no blood flow to the left main coronary artery. ECMO was started but it was determined the patient would not survive an open-heart procedure. The patient was ultimately taken off circulatory support and died.